Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
(B)(6) 2017 received explanted lead from st. Jude medical. No explant information provided. Implanting physician deceased. Investigational letter sent to implanting physician. Following physician unknown.